Event description:
It was reported that the patient was currently hospitalized. The hospital wanted the physician to change the flow of the morphine pump.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).